Manufacturer narrative:
This report is submitted on may 7, 2021.

Manufacturer narrative:
This report is submitted on 04 mar 2021.

Event description:
Per the clinic, the patient experienced pain and a performance decrement with the device. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.